Event description:
It was reported that the right ventricular (rv) lead had an alert for out of range pacing impedance and had oversensing. Reprogramming occurred but began to alert for out of range pacing impedance again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.